Event description:
It was reported that the pt experienced a return of unspecified symptoms. A volume discrepancy was noted; the actual residual volume of 27 ml was greater than the expected residual volume of 13 ml. No problems were noted in the pump logs. The medications being delivered via the device system were baclofen and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (07/2009).